Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue medication. A technical support specialist remoted in, checked the device and advised the customer to log out and log back in and confirmed that they were able to issue out the medications to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue medication due to issue button disappeared. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.